Manufacturer narrative:
Product eval: the product was not returned for analysis. Product history records could not be reviewed because the rptr did not provide a lot number or any identification traceable to the mfg documentation. Root cause: no lot/serial number or sample was returned by the customer. No root cause can be determined at this time. Action taken: no further action is warranted at this time. Complaint trends will continue to be monitored and further action will be initiated when deemed necessary by the appropriate responsible management personnel. The rptr did not provide her surgeon's contact info. Additional info was requested on 01/18/2011 and 01/24/2011. The rptr has not responded to follow-up. (B)(4).

Event description:
A consumer reported that eight years following bilateral intraocular lens (iol) implant surgeries, she is "having trouble seeing". The consumer did not provide her surgeon's contact info and has not responded to follow-up. There are two medical device reports associated with this event. This report is for the right eye.